Manufacturer narrative:
A prime rewind alarm was received during the occlusion test due to a loose or protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, attained end cap sticker and a peeling keypad overlay.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump while in the process of changing his infusion set. The customer's blood glucose level was 216 mg/dl. While troubleshooting, the customer reported that the drive support cap was loose. The customer stated he glued it back he dropped the insulin pump, since it felt loose. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.